Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case # (B)(4), awareness date 12-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for birth control. The consumer reported since that day she have had nonstop problems and pain including low back pain, abdominal pain, nonstop bleeding, dizziness, fatigue, and petichae all over her body to name a few of the symptoms. She reported she had been in too much pain to have sex and have not been able to do so since may. She stated she is also a personal trainer and have difficulty working out herself. She spent most of the days in bed and used a heating pad daily. This has destroyed her life and she was facing a hysterectomy in two weeks. Ptc investigational result received on 08-sep-2015: global ptc number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported adverse events is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain and non-stop bleeding (regarded as genital bleeding). She will be submitted to a hysterectomy. These events were considered serious due to medical importance and are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, the events started since essure insertion. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since surgical intervention will be required (hysterectomy scheduled in 2 weeks from the time of this report). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.